Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was moved from the left side to the right sid e due to radiation therapy. The next day, the right atrial (ra) lead thresholds had risen; a chest x-ray confirmed that the lead had pulled back. During the revision procedure, the physician noted that he had failed to tie the leads down with suture sleeves during the initial implant. The leads were subsequently tied down, and the physician increased the output on the ra lead with normal device function. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead implanted 2012 (B)(6). (B)(4).